Event description:
Customer reported c-arm has multiple issues, rebooted, won't fluoro, etc.

Manufacturer narrative:
Service rep could not reproduce the issue, connected de-bug monitor to system and noticed multiple, monitor not responding messages, checked error logs and found the same messages. Believe this is loading down the cpu. Reseated all connections to the monitor, rebooted system, checked monitor for proper data voltages, input and output. All voltages ok, messages cleared on the de-bug monitor. Ordering new system interface pcb in case issue returns. Called and checked system status, no issues. The following month, returning system interface pcb as issue has not returned. System operating as intended.